Event description:
It was reported that the customer received a compromised force sensor system alarm from the insulin pump while changing the infusion set, particularly while priming. The customer's blood glucose was 225 mg/dl. Troubleshooting was done. The customer stated that the drive support cap was protruded. Advised customer that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded and or loose drive support disk. The device had minor scratched display window, scratched case, broken battery tube threads, scratched reservoir tube window, and broken reservoir tube lip.